Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: in a revision hinged tka both the insert and post screws got loose. We have no information on surgery date. One possible explanation for the event is that the torque-limiting screwdrivers had not been used at surgery. Such a conjuncture never happened before and the only successful laboratory simulation that got the screws loose implied low torque tightening, but we cannot rule out other unknown possibilities. Immediate operation, at least to replace the screws, is strongly recommended.

Event description:
Post-operative discrepancy due to fixation locking screw unscrewing and post screw unscrewing.